Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call insulin flow blocked alarm and low blood glucose. The customer's blood glucose was 38mg/dl at the time of incident and current blood glucose 120mg/dl. Customer was treated with juice. Trouble shooting was performed and found insulin flow blocked during bolus with the last three set changes. Explained alarm caused by set/reservoir occlusion. The device will not be returned for analysis.